Event description:
The patient was admitted for a trans-catheter venous embolization for straight sinus. The target vessel was not calcified and mildly tortuous. The coil was not able to be detached even alternative detachment was attempted. When the physician attempted with other syringe, the coil was not able to be detached. Eventually the coil was removed from the patient, and the procedure was continued using other products. There was no patient injury.

Manufacturer narrative:
Additional information indicated that prior to connecting and during prep, the syringe was not damaged. After disconnecting the first coil delivery system, the syringe was not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe, and the dcs syringe was utilized to prep the devices. No damages were noted during prep. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. The alternate zone (red) was attempted to detach the coil. Pressure was applied, while the stopcock was closed. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector or extension tubing. The connector was checked for proper seating/fitting on the delivery system hub. The same syringe was not utilized to complete the procedure. No damages were noted on the syringe. Any damages were not initially reported, but our account mentioned there was a possibility that damage such as kink or stretching had occurred during removal. No further information was available. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.